Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study. The patient reported worsened pain. During examination on (B)(6) 2015, the patient had significant back and lumbar pain. On (B)(6) 2015, during examination the patient had back and radicular pain that was worse along with burning/shaking; the patient's symptoms were not well controlled by oral opioids. Etiology was noted to have been related to the discontinuation of drug for pump. Intervention included restarting the patient with intrathecal drug therapy. Hydromorphone was reprogrammed on (B)(6) 2015. On (B)(6) 2015, the patient was reprogrammed to increase the pump dosage. The patient reported nausea on (B)(6) 2015. As of (B)(6) 2015, the pump was delivering hydromorphone (2.0mg/ml at 0.1202mg/day). Intervention included reprogrammed to "decrease." During examination on (B)(6) 2015, the patient had nausea, sweating due to possible titanium allergy. It was reported that the clinical diagnosis was possible drug side effects vs titanium allergy. The patient had sporadic severe episodes of sweating and dizziness on (B)(6) 2015 laboratory testing elisa test on (B)(6) 2015 was negative for titanium allergy. The relationship of the event to the device or therapy was noted as being possibly related. It was noted as not related to the implant procedure. The relationship to the medication, hydromorphone, was noted as being possible related; the drug action that caused the event was noted as "increase dose." Intervention included a planned explant that had not been scheduled as of (B)(6) 2015. The event was considered ongoing.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study. It was reported that intervention included initiation of ms (B)(6) orally on (B)(6) 2015 and duragesic patch on (B)(6) 2015. It was reported that the device was explanted and not replaced. An entire system explant occurred on (B)(6) 2016. The device was disposed according to biohazard instructions.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, bupivacaine, fentanyl and clonidine via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported that examination/palpation on (B)(6) 2014 noted that the patient experienced a loss of pain coverage, and intervention included a 12% increase in the dose. Examination/palpation on (B)(6) 2014 also noted the pain being inadequately controlled. Intervention on (B)(6) 2014 included a 12% increase in the dose. A catheter access port (cap) contrast study was performed on (B)(6) 2014. No problems were determined from the cap contrast study. Intervention on (B)(6) 2014 included a 12% increase in the dose. Examination/palpation on (B)(6) 2014 again noted the patient's pain was not adequately controlled, and intervention included a 12% increase in the dose. Gralise was added to the pump on (B)(6) 2014. Examination/palpation on (B)(6) 2015 noted the patient had no improvement in pain, and did not tolerate gralise. The etiology was noted as possibly related to the device or therapy and unlikely related to the implant procedure. The event outcome was ongoing with no further action needed. Then on (B)(6) 2015, examination revealed that the patient had me dication side effects from a combination of dilaudid, bupivacaine, fentanyl and clonidine. The symptoms included nausea, fatigue, night sweats, olfactory changes, and hot flashes. The intervention included decreasing the dose 10% on (B)(6) 2015. Examination on (B)(6) 2015 noted to continue to wean. The patient&#62688;pain level was 9, and the dose was decreased 10%. On (B)(6) 2015, examination noted the patient wanted to continue to wean. They had no signs/symptoms of withdrawal, and the dose was decreased 20%. On (B)(6) 2015, examination noted the symptoms were improving but were still present, and the dose was decreased 30%. It was later noted that on (B)(6) 2015, the patient had withdrawal from the medication. On (B)(6) 2015, examination/palpation revealed withdrawal signs and symptoms from medications including: abdominal nausea, pale and clammy skin, and diarrhea. Diagnostics included a catheter access port (cap) contrast study, which revealed that no problems were identified. On (B)(6) 2015, diagnostics included chest x-ray, and a computed tomography (CT) scan without contrast, which showed no abnormalities and no acute findings. On (B)(6) 2015, examination/palpation again revealed withdrawal signs and symptoms from medications including: abdominal cramping, nausea, pale and clammy skin, diarrhea, tremulous, lethargy, fever, and malodorous scent. The patient was hospitalized to aggressively wean down the medication due to side effects. On (B)(6) 2015, intervention included "therapy suspended-infusion mode, reduce dose." The patient was readmitted to the hospital within 24 hours (on (B)(6) 2015) for continued symptoms associated with withdrawal. The patient was given intravenous (IV) fluids due to the symptoms, and the pump was reduced to minimum rate. On (B)(6) 2015, the intervention included "therapy suspended-saline, change to saline"; "push pull" to have only saline in the pump. On (B)(6) 2015, x-ray of the thoracic spine revealed the catheter tip appeared at thoracic vertebra 11 -12 (t11-t12). On (B)(6) 2015, the patient was weaned off the medication post a hospital event. The patient was on patches and the pump contained saline. On (B)(6) 2015, examination revealed the symptomatology had dissipated; the outcome was resolved without sequelae. The etiology was possibly related to the intrathecal medications, and the device or therapy; and was unlikely related to the implant procedure. There was no change in drug. The severity was considered severe, and resulted in in-patient or prolonged hospitalization.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a post market clinical study and it was reported that on (B)(6) 2016, the patient reported that all symptoms were "90% better" since the pump was removed. The patient sense of smell had returned and the burning sensation and stomach sickness had gotten better. Overall, the patient was doing very well since the pump removal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a post-market clinical study on 10-may-2016 and it was reported that on (B)(6) 2015 the patient was referred to an endocrinologist. Examination (B)(6) 2015 noted that, per the physician, the endocrinologist had ruled out endocrine issues and ent had ruled out disc pathology. Examination (B)(6) 2016 noted pain well-controlled at time of discharge following explant. On (B)(6) 2016, the patient¿s oral oxycontin dose was increased. Examination (B)(6) 2016 noted pain tolerable with oral medications, burning pain better. The event outcome was noted to be ¿resolved without sequelae (B)(6) 2016¿.

Event description:
Additional information received reported that the outcome was resolved without sequelae (B)(6) 2016.